Event description:
It was reported by service report that the lower lift handle will not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.